Manufacturer narrative:
Used for chemistry and batch record review. Retained sample met product specifications.

Event description:
A male patient reported he experienced an "eye infection" in the left eye only following the use of complete moistureplus with his focus monthly (ciba) soft lenses. He reported that his symptoms began in 2006 with a burning sensation and redness. He removed his lens when he got home and inspected it for damage; it was fine. The following day, his eye continued to bother him; so he saw his eyecare professional who diagnosed an unspecified infection (no culture performed); he was treated with sulfacetamide eye drops. Two days later, his eye is feeling much better. He rinses his contact lens case with warm water and allows it to air dry daily. Additional information was requested without a response from the patient. Complaint unit not returned. Retained testing and batch review were within specifications. No additional information is expected. Root cause is unknown.